Event description:
There were four episodes of noise on the lead causing inappropriate detection. The impedance on the lead went from 460 ohms to 1068 ohms. On (B)(6) 2015 this lead was capped yesterday and replaced with a similar lead.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.